Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. No moisture damage or corrosion was found on electronic assembly. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.